Event description:
Allegedly, patient was revised due to mom complication: pain; lack of bony ingrowth of the left acetabular cup with a loose acetabulum.

Manufacturer narrative:
This is the same event as 3010536692-2015-00986.